Event description:
Implant placed 6/28/96. Pt experienced discomfort. Implant did not intergrate and was removed 8/11/96. One person affected.

Manufacturer narrative:
It is possible that the pt's age is a factor in this case. Perhaps her body can no longer regenerate bone as readily as it did when younger.